Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 106mg/dl (meter), 151mg/dl (lab). Tests were done within 10 minutes with a difference of 21%. Customer not using control solution. Patient did not experience any adverse events. No further information has been reported.